Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced multiple dinner meals, which resulted in prolonged low blood glucose with readings in the 40s to 50s for approximately six hours; the user drank juice and ate fruit and cookies to correct and subsequently received education from a clinical diabetes specialist regarding pump use and meal announcements. Symptoms included shakiness, sweating, and difficulty concentrating. Outcomes included self-management without medical intervention or hospitalization. Investigation included user follow-up and review of the event details, with troubleshooting and education completed. Investigation of this case revealed user error related to accidental meal announcement leading to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.